Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead was explanted and replaced due to loss of capture and dislodgement. Thresholds were elevated as well as impedances. It is believed that this all may have been due to tissue in the helix.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the retraction of the fixation helix. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lead's lumen. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. After removing tissue the fixation helix could be properly extended and retracted. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.